Manufacturer narrative:
During preventive maintenance inspection of the enterprise 9000x bed carried out by arjo technician, it was observed that the frame was bent in the middle section and there was a gap in the area of the c-clip responsible for keeping the radius arm in place. There was no patient on the bed at that time. No injury was reported. The simulations carried out by the manufacturer showed that two potential situations may lead to the reported issues (an unacceptable distance and frame bend) and consequently to radius arm detachment. The first one when the backrest is blocked with an obstacle in the position of 45 degrees. And the second one when an obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction itself cannot lead to the radius arm detachment and bed collapse and if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 9000x bed (IFU 746-591-en-3). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement¿. Due to no information regarding circumstances in which the issue occurred, the exact cause of the reported issue could not be determined. In summary, the enterprise 9000x bed did not meet the manufacturer¿s specifications. There was no patient involved and no injury was reported. The complaint decided to be reportable in abundance of caution because of unacceptable distance and bend frame.

Event description:
During preventive maintenance inspection of the enterprise 9000x bed carried out by arjo technician, it was observed that the frame was bent in the middle section and there was a gap in the area of the c-clip responsible for keeping the radius arm in place. There was no patient on the bed at that time. No injury was reported.